Manufacturer narrative:
(B)(4). The root cause was determined to be user error-poor aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition of peritonitis. The root cause investigation for the peritonitis is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of break in aseptic technique, vomiting, diarrhea, fatal bacterial peritonitis with culture positive for (B)(6) and fatal multiorgan failure in a (B)(6) male patient coincident with dianeal pd1, dianeal pd4 unknown bag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd1 (dose and frequency not reported), dianeal pd4 unknown bag (dose and frequency not reported) and extraneal viaflex 2l (frequency not reported), intraperitoneally (ip), for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced vomiting, diarrhea and bacterial peritonitis, manifested by abdominal pain and cloudy effluent, requiring hospitalization the same day. On (B)(6) 2011, the patient started remedial treatment, ip, with fortum (ceftazidim) 1gm and basocef (cefazolin) 1gm. On (B)(6) 2011, remedial treatment with fortum and basocef ended. On (B)(6) 2011, the patient experienced multiorgan failure and died. The cause of death was "multiorgan failure due to peritonitis." The root cause of the bacterial peritonitis was break in aseptic technique. The outcome for the events of break in aseptic technique, vomiting and diarrhea were not reported. Dianeal and extraneal were discontinued on (B)(6) 2011.